Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. That the medium-large clip applier instrument "stopped working". The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations replicated/confirmed, the customer reported complaint of "stopped working". Failure analysis found, the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed multiple times. The clip was unable to successfully clip onto the tubing multiple times. Additional observations not reported by site, that is related to the customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.016 offset at the tips. As a result, the clip could not be properly clip onto the tubing.